Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The unit failed the oxygen test and only getting 75.5% at the 90% setting. The technician replaced the blender and performed 10k pm.

Event description:
The customer reported that the ltv 1200 was registering at 50% oxygen when set to 100%. At this time, there is no information regarding patient involvement associated with the reported event.